Manufacturer narrative:
Additional information: it was later reported that the stent was noted to be missing from the delivery system while the device was being withdrawn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was in the mid right coronary artery (rca).there were no difficulties noted when removing the protective sheath/stylette. The device did pass through a previously deployed stent or cell of a stent. The device was inspected with no issues, however, the stent was not inspected and noted to be on the delivery system prior to inserting the stent into the patient. The stent was noted to be missing from the delivery system when the balloon was activated. The balloon/stent delivery system was inflated. Patient's gender added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug-eluting stent to treat a moderately tortuous, severely calcified lesion. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. During the procedure, the device packaging was opened, and the device was inserted into the patient. It was reported that on reviewing the imaging during the case, it was noted that the stent was not there and could not be seen on angiography. The patient, the operation room and the floor were checked. During cleaning, the cleaning staff also checked for the stent, however, the stent was still not found. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was first noted to be missing during the procedure. Only the protective packaging was present, and the stent was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.